Event description:
The caregiver for a peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the patient¿s liberty select cycler powered down during step 7 of setup. The patient was not connected during the incident. The cycler turned back on after powering off, but the screen remained blank. The caregiver confirmed there was not a power outage, and there was not an issue with the outlet itself. The power cord was confirmed to be securely plugged in, and the power switch was in the on position. There was confirmed to be sound when the ok and stop keys were pressed. The ts representative advised the caregiver to discontinue use of the cycler and a replacement cycler was issued to the patient. The caregiver was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The caregiver confirmed the patient had over ten boxes of continuous ambulatory peritoneal dialysis (capd) supplies and was trained on performing manual pd therapy without the cycler. They said the patient would perform capd therapy in the absence of a functioning cycler. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, a short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler also underwent and failed a voltage check. 5v was out of specification. The dc power cable was temporarily replaced and the voltage check then passed. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.